Event description:
It was reported patient underwent initial right total knee arthroplasty. At the three (3) year follow up visit, an incidental finding of two (2)mm non-progressive tibial subsidence and radiolucency was noted on xray. At the 5 year follow up visit, an incidental finding of osteolysis and progressive medial subsidence was noted. The patient remains very satisfied, has no pain, no plan for treatment or intervention, and no complications from the findings.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42500806802, persona ps tm standard femoral, 62573817. The 42521400810, persona ps articular surface, 62669074. The 00587806532, nexgen porous (tm) patella, 62673866. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02984, 0001822565-2018-02986, 0001822565-2018-02987. Remains implanted.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient's x-ray showed findings of non-progressive subsidence and radiolucency at the tibia. The patient was not reported to be symptomatic. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, g4, g7, h2, h3, h4, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Crf records were provided and reviewed by a health care professional. Review of the available records identified the following: at 3-year follow-up there was non-progressive subsidence and radiolucency of tibia noted on the x-rays with no instability, pain or symptoms. At 5-year follow-up there was medial progressive subsidence and mild osteolysis. Official medical records were not provided. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). The follow-up report is being submitted to relay additional information. The following sections have been updated: the reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.